Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that restocks not generating to the pharmacy batch. A technical support specialist found that issue was resolved by customer end. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system restocks not generating to the pharmacy batch. The customer reported that restocks of formoterol nebulizers do not appear to be arriving at the pharmacy, resulting in delays in patient care. There were no adverse events or injuries reported based on this event.